Event description:
Post/pre operative stress urinary incontinence. Procedure performed was tvt secure and posterior repairs, cystocele to mid plane, rectocele to introitus...since having this surgery, I have experienced constant problems with pain in my abdominal area as well as my pelvic area. Continue with (r) leg pain that has become excruciating and cannot sleep or stand or walk too long. Have had numerous vaginal infections and erratic bleeding. Cannot have relations with my husband without having pain, therefore, has ceased completely. Have been back to doctor who performed surgery and cannot give me definitive answers. Has not mentioned anything about the tvt surgery. Will continue to suffer the extreme pain and problems since having this surgery. Please note: currently have copy of physician operative report which does not specifically state the "device" that was "introduced into the incision." Therefore, I do not know the device, nor any information related to "device." Pending request for surgical report from hospital.